Event description:
During procedure, the right armboard fell off the bed. Pt's arm was supported by a physician until a replacement armboard was attached to the bed. Although no initial injury was evident, the pt sustained IV infiltration resulting in subsequent surgical intervention.